Event description:
This is the first of two reports concerning the same patient and same surgery. This report concerns the pacifica inserter (product ID 93-3150). "Tip of instrument (B)(6) 2013 from the customer. During transforaminal lumbar interbody fusion (tlif) surgery, upon loading the second trial in patient the inserter was removed and bone graft material was loaded. Upon x-ray it was noted there were 2 pieces of metal which were left within the disc space of the patient.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.